Manufacturer narrative:
Date sent to the FDA: 04/19/2023. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.mwr-14042023-0001388159 submitted for adverse event which occurred on 6/7/2017.mwr-14042023-0001388158 submitted for adverse event which occurred on 10/1/2020.

Event description:
Hold dpm 4/17.23it was reported by an attorney that the patient underwent an hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that patient underwent revision surgery on (B)(6) 2017 due to hernia recurrence and adhesion. It was reported that patient underwent removal surgery on (B)(6) 2020 due to recurrent incarcerated hernia and adhesion.